Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that per instructions for use (IFU), hi-torque guide wires for pta, ce/FDA: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, although it was reported that the guide wire was used against resistance with minimal force used to advance and remove the device, the force applied during the procedure seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulty to advance/position and difficulty to remove appear to be related to operational circumstances of the procedure. In this case, it is likely that the challenging anatomical conditions caused resistance during advancement over the guide wire resulting in the difficult to advance and the difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: the device was not returned.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavy calcified, mildly tortuous, 50% stenosed anterior tibial artery. A 2.5x20mm armada 14 percutaneous transluminal angioplasty (pta) catheter was unpacked, and it was noted that the shaft was bent. The pta faced resistance during advancement and withdrawal over a command es guide wire, and some force was applied. A 3x40mm armada 14 pta and whisper es guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.